Manufacturer narrative:
The events of no lv output, sensing noise and contamination of device ingredient or reagent were reported to abbott and not confirmed. The device was above eri level upon receipt. Visual inspection identified a small amount of dried bodily fluid within the lead bores. The amount observed is minimal and is not expected to result in any clinical risk. Analysis performed did not show any anomalies, including crosstalk test. No header anomaly was noted. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that noise that resulted in over-sensing and pacing inhibition was observed on the right ventricular (rv) lead and device. The cause of the event was due to insulation damage on the rv lead which was visually confirmed. During the replacement surgery, there was moisture observed on the header of the device. The device was explanted, the rv was capped, and both the device and rv lead were replaced to resolve the event. The patient was stable.